Event description:
The pt reportedly experienced a loss of lock. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was not functional. Surgery to explant the pt's device has been scheduled.